Event description:
A 16 mm diameter x 11.5 cm length aneurx iliac limb and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. It was reported the pt had moderately tortuous and moderately calcified iliac arteries. It was reported two-three days post procedure, the pt presented with acute limb occlusion. It was reported that the physician stated this was likely due to the pt's moderately tortuous and moderately calcified iliac arteries. A femoral-femoral bypass was successfully performed.